Event description:
An user facility reported that nine months following intraocular lens (iol) implant surgery, a patient had the iol explanted due to difficulty with distance blurriness, and night vision problems. The lens was exchanged with a different model lens, by a different surgeon. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 08/29/2012 and 09/05/2012 by phone, fax, and mail. (B)(4).